Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to bent cannula which results into hyperglycemia and diabetic ketoacidosis. The highest blood glucose level was 30mmol/l at the time of event and the patient got treated with intravenous insulin. The patient was admitted in hospital for more than 24 hours. The patient also experienced vomiting, dizziness and tachycardia. The trace ketones were also present. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.